Event description:
It was reported that the patient presented to the hospital with a ruptured aneurysm. The current aneurysm measured about 13 cm in diameter and the aortic neck was approximately 60 degree angulated. A CT scan observed that the aneurx bifurcate had separated from the endurant cuff which was implanted and had resolved a previously reported type iii separation endoleak. The physician implanted an endurant cuff to bridge the gap resolving the type iii separation endoleak. The physician believed the cause of the separation was due to aortic remodeling. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, rupture. Pre-operative rupture. Disease progression; neck dilatation, angulated neck, and aortic remodeling. Conclusion: endoleak, rupture. Disease progression; neck dilatation, angulated neck, and aortic remodeling. Pre-operative rupture.